Manufacturer narrative:
Result of investigation: vyaire medical technical support was not able to verify the reported issue. Unit passed 53.4 hours extended testing with customer settings. Passed the initial final test and the initial alarm volume test. As a resolution the technical support replaced the main board as precaution. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the revel ventilator stopped ventilating while on a patient. As of this time, there is no information about patient harm associated with this event.